Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the process, resulting in successful resolution without recurrence of the malfunction code. The customer was advised to continue using the pump and to contact technical support again if the malfunction code appeared again.